Event description:
It was reported that there was no telemetry with any of the device components when the pt was first seen. The pt's device subsequently experienced a power on reset (por) condition. The por occurred after an antenna locator (al) function was performed. The pt had not charged the neurostimulator since it had been implanted. The pt's most recent stimulation was felt in either (B)(6) 2010, or (B)(6) 2010. It was subsequently possible to perform a normal charging. No further details, pt symptoms or outcome were provided. Add'l info was requested, but not received at the time of this report. A follow-up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).